Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: photo analysis: visual inspection was conducted on the picture received. Visual analysis of two pictures received determined that one opened sample of product code sxpp1a405 was received for evaluation. Visual inspection concludes that the suture has both sides of the fixation tab were cut. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Device analysis: the product was returned for evaluation. Visual analysis of the returned product revealed that one opened sample product code sxpp1a405 was received for evaluation. Upon visual inspection of the returned sample, the suture barbs were to be damaged at the tips, in addition, the fixation tab was observed to have two sides broken. After further evaluation of the fixation tab crimping marks were observed on the tab possibly from a surgical device. It should be noted that a 100% inspection is perform via automotive vision system to ensure the tab is present and complete during manufacturing. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's related to the reported complaint condition were identified. Trade name: irgacare¿, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: 2360 g/m.

Event description:
It was reported that a patient underwent a spine procedure on (B)(6) 2021 and barbed suture was used. It was reported that the fixation feature had been missing in the newly dispensed suture when it was opened for posterior lumbar spine incision surgery. Upon visual inspection of the returned sample the suture barbs were to be damaged at the tips, in addition, the fixation tab was observed to have two sides broken. After further evaluation of the fixation tab crimping marks were observed on the tab possibly from a surgical device. No adverse patient consequences were reported. No additional information was provided.